Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no reported adverse effect to the customer's blood glucose level. It was also reported that the customer experienced a elevated blood glucose (bg) level of 500's mg/dl. High bg cause was unknown. Customer gave a correction bolus via pump to address bg. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.